Manufacturer narrative:
Siemens filed MDR 1219913-2022-00440 initial report on 2022-12-16. Correction - 2022-12-16 during a review of files, siemens found a typographical error in MDR 1219913-2022-00440 initial report. Section b2 "outcomes attributed to adverse event" has a check for "death" and "disability or permanent damage". This was a human error in the form. Siemens confirms that there was no patient injury due to this event.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00440 initial report on 2022-12-16 and MDR 1219913-2022-00440 supplemental 1 report on 2022-12-16 for a correction. Additional information - 2023-02-22, the customer tested the sample with a second troponin I alternate method. The result was 17.91 ng/l - interference detected additional information - 2023-03-06, siemens concluded investigation for an outside the united states (ous) customer observation of an elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible. The atellica im initial result was 88 ng/ l (99th% female serum = 38.64 ng/l) and the repeat results (in duplicate) were 69.685 ng/l and 67.531 ng/l. This indicates a sample/patient specific incident. The sample was also run on two alternate troponin I test methods; alternate method 1 result was 0.01 g/l and alternate method 2 was 17.91 ng/l (reference interval: female 10 ng/l). No sample was available to be sent to siemens for further investigation (i.e., for any sample interferents that could have caused the elevated result). The atellica im tnih method is a high sensitivity troponin I method compared to the alternate methods, which are conventional sensitivity troponin I methods. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate methods will have similar results. The clinical performance section of the atellica im tnih instructions for use (IFU) states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." The interpretation of results section of the atellica im tnih IFU states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product performance issue was identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im 1600 high-sensitivity troponin I (tnih), lot 074, results that were discordant compared to a lower result on an alternate method. Qc was in range at the time the sample was run. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated atellica im 1600 high-sensitivity troponin I (tnih), lot 074, result on a serum sample from a female patient. The result was reported and questioned by the physician. The sample was repeated on the same analyzer in duplicate and resulted lower compared to the initial result. The sample was repeated on an alternate method and resulted lower than all of the atellica im results. There are no allegations of patient intervention or adverse health consequences due to the elevated tnih results.